Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The stm replaced the pneumatic module assembly then performed a complete check out of the iabp unit. The stm completed the pm with full calibration. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during scheduled preventive maintenance (pm) performed by a getinge service territory manager (stm), the patient interface module leak test failed in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.